Event description:
Customer reportedly received results of 61 mg/dl and 63 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated by eating 4 glucose tables and low blood glucose symptoms improved. Customer re-tested 115 mg/dl and 106 mg/dl within 10 minutes of the original reported values. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that, "the cement was harden quickly in bha operation with acm. The surgeon used spare cement and acm and the procedure was completed without any problems and delay. The doctor understood that the temperature and humidity was high and the cement was took out from the refrigerator than usual."